Event description:
A peritoneal dialysis (pd) patient's caregiver contacted fresenius technical support to report a noise on the liberty cycler during set up, drain and fill. Noise sounded like grinding clicking noise; noise has been occurring for 9 months and has gotten progressively louder. Patient has been getting woken up by the sound and is loosing sleep. Patient's contact reported physical damage to the cycler, stated there are cracks in the outer case of the cycler. Reporter did mention they had the cycler for a long time and it may have been just normal wear and tear; nothing hit the cycler or came in contact with it. The fresenius technical support representative issued a cycler replacement due to noise. Last treatment completed using current cycler was on (B)(6)2023. Advised to continue use of this cycler. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage to the front panel assembly via cracks. There were visual indications of dried fluid within the cassette compartment on the pump. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Brightness screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. A short transformer on the inverted board was encountered. System air leak test passed. Loud vibrating sound encountered due to compressor resting on grommet. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.